Manufacturer narrative:
Unit passed displacement test and self test. Sleep current within specifications. However, low battery alarm was noted on long history file. Detailed trace analysis confirmed low battery alarmed and then alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Replace battery now was noted on history download file due to non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump batteries must be changed every three days and the pump alarms unexpectedly every 30 minutes. The customer's blood glucose reading was 72 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.